Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. The customer¿s blood glucose level ranged from 40 mg/dl to 548 mg/dl. The customer had diabetic ketoacidosis about a month ago. The customer stated that the high blood glucose and low blood glucose could sneak up on them especially the low blood glucose. The customer can have low blood glucose at night while sleeping and they can wake up with a blood glucose over 200 mg/dl in the am. The customer reported that the high blood glucose was due to the insulin not going into the body. The insulin was coming through the adhesive while delivering a bolus. The customer stated that they had an old insulin pump that can program and start using before they get the new insulin pump. The customer declined troubleshooting for the issue. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly, bolus anomaly or basal anomaly noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.